Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient experienced low blood glucose (bg) event during therapy on (B)(6) 2026. The blood glucose was low and treated it with food. No further information available.